Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation. As no lot number was provided, the device history records could not be reviewed. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a legal claim.. It is reported that a patient was implanted with a cmn femoral nail, ccd 130°, left, 11.5 mm, 34 cm on (B)(6) 2015 and was revised on (B)(6) 2015 due to failed trochanteric femoral nail (fractured), with significant comminution and malalignment and the rod failed junction of the lag screw.

Event description:
Please refer to report 0009613350-2017-00508.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: 2 similar investigated events for the lot number 2748354 have been found. The following complaints are considered (B)(4) (present complaint). Event description: it is reported that the patient had a znn nail implanted on (B)(6) 2015 due to a subtrochanteric fracture of the left femur. The patient underwent a revision procedure on (B)(6) 2015 due to patient due to nail fracture and fairly significant comminution and malalignment of bone. Review of received data: a poor image quality scan of an undated x-rays is available for review. The image shows the left femur with a nail which is fractured at the lag screw junction. Two cerclages can be observed around the femoral diaphysis and the bone is fractured at the height of the cerclage and at height of the lag screw. Possibly the bone is also fractured in other fragments, but due to poor image quality no precise statement can be done. Additionally, for the same reason, the quality of the bone cannot be evaluated. Implantation report dated (B)(6) 2015 is available for review. The report describes the implantation of a znn nail due to left subtrochanteric fracture in a is an 82-year-old, active female patient. It is stated that the fracture was then reduced and 2 cerclage wires were placed around the proximal and distal extent of the fracture. Then with the cephalomedullary nailing of the hip was performed under c-arm control. Next, the lag screw was placed proximally using the guide jig using bath ap and lateral images, confirming appropriate version and length of the lag screw. It was then pre-drilled and then placed with appropriate tip apex distance. After this was done, we then placed 2 distal interlock screws using a lateral c-arm image in perfect circles. It is also stated that the patient is weight bearing as tolerated with no hip precautions. She will be mobilized out of bed on postoperative day no. 1. She will be given dvt prophylaxis on postoperative day no . 1. X-ray report dated (B)(6) 2015 is available for review. The report mention ap and lateral left femur and as history: fall. The findings of the x-ray report states that there is a fracture of the intramedullary rod with comminuted subtrochanteric fracture of the proximal femur. Preoperative CT report dated (B)(6) 2015 is available for review. The findings of the CT report tates that there is a fracture of the intramedullary rod at its connection with the lag screw with comminuted subtrochanteric fracture of the proximal femur. 2 cerclage wires are seen surrounding the proximal femoral diaphysis and soft tissues surrounding the proximal left femur are unremarkable. Revision report dated jun 1, 2015 is available for review. The report describes the removal of the znn nail and intramedullary rodding left femur (from synthes) and allograft bone grafting with morphogenetic protein addition. No other conspicuousness. A non destructive metallurgical examination of failed zimmer natural nail - cephalomedullary report was received. The report shows the visual examination of the retrieved products macroscopically and microscopically. The overview picture shows all the retrieved components: a znn long nail, a lag screw, a set screw and two cortical screws. The set screw shows mechanical deformation at the tip, the pe part of the screw is partially deformed (possibly due to cleaning/sterilization) and it seems that there is a slight damage at few threads. The lag screw shows scratches on its body and some mechanical damage at the locations in contact with the nail. In the groove of the lag screw, there is a slight damage, which could indicate the contact point of the set screw during its insertion. However, no close-up image is available. Some damage is also visible close to the end of the lateral end of the lag screw, possibly due to revision surgery. The distal screw holes of the nail shows some mechanical damage due to screw placement in form of scratches and abrasions. Part of the damage could potentially have originated by reaming the hole before screw placement, but this cannot be confirmed. The cortical screws shows damage at the thread, possibly in the regions in contact with the nail. The nail is fractured at the lag screw hole, and some damage from revision surgery is visible on the nail fragments. On the distal fragment (flute fragment) as well as on the proximal fragment (head fragment) some damage is visible at the contact areas with the lag screw and on the medial side. On the proximal fragment it can be observed that part of the rim of the lag screw hole on the lateral side is missing and it seems that a new surface angulation of the lag screw hole is created. In this area, some parallel marks, which are compatible with the signs of a reamer, can be observed where the material is missing . The fracture surface analysis shows a fatigue fracture pattern with beach lines and originating from the lateral nail side toward the medial side. The surfaces shows also some overload and flat fracture features. The material composition of the nail was also tested with eds and the spectrum is available. A finite element analysis highlighting the stress concentrations on the nail under bending conditions was also performed. However, no written opinions are expressed in the document. Device analysis: the product was returned for investigation, therefore investigation was updated: visual examination: the fractured znn natural nail, the lag screw, the set screw and two distal screws were received. The znn nail fracture occurred through the lag screw hole. The distal part of the nail has a three-hole pattern, the two circular screw holes show drill marks. Close to the fracture site two deep scratches can be seen, one on each side. The surface mating with the lag screw has multiple deformations, especially, on the medial and lateral rim. The proximal part shows scratches on the inner surface of the proximal opening and on the thread. On the outer surface a zigzag scratch can be found next to the diameter / length marking. The surface mating with the lag screws has scratches on the medial and lateral rim and the anterior surface shows circular scratches. The fracture surface point to a fatigue fracture as beach lines can be seen on the fracture surfaces of the proximal and the distal part. The most prominent deformation on the lag screw is the spiral scratch that runs from the thread all the way to the open end. The two screws have shorn thread turns, some of the thread turns are highly deformed. The set screw has a deformed (shorn) tip. In conclusion, the visual examination confirms the non destructive metallurgical examination of the failed zimmer natural nail - cephalomedullary performed by kars. Review of product documentation: zimmer natural nail system cephalomedullary nail surgical technique - standard list all the indications and contraindications for the implantation of a znn nail, describe the surgical steps to implant a znn nail and showed that the product combination was approved by zimmer biomet. Lag screw placement: note: if using the flexible captured set screw driver make sure that it is not used at an angle greater than 40 degrees. If it is used at an angle greater than 40 degrees, it may be damaged. Note: do not drive the set screw into the nail under power as damage to the set screw or the nail could result. The set screw should be tightened down into the groove in the lag screw. As noted above, the lag screw inserter must be positioned so that the handle on the inserter is parallel or perpendicular to the colored dots on the targeting guide in order for the set screw and lag screw grooves to engage properly. To verify engagement, attempt to twist the lag screw inserter. If it cannot be rotated using a reasonable amount of force, the construct is in the correct position. If rotation is possible, adjust the position of the lag screw (rotate slightly) so that the set screw can enter the groove in the lag screw. Note: to achieve sliding, tighten the set screw and then rotate the flexible captured set screw driver counterclockwise one quarter turn. Do not unscrew the set screw more than one quarter turn. Make sure that the set screw is still engaged in the groove by checking that it is still not possible to turn the lag screw with the lag screw inserter. Nail extraction: use the c-arm to locate any distal screws. Remove the screws using a 3.5 mm hex screw driver. Remove the nail cap (if one was inserted) with a 5.0 mm hex screw driver. Use a 3.5 mm hex screw driver to remove the set screw. Expose the lag screw and use the lag screw inserter to remove it. Note: to remove the lag screw it is not necessary that the set screw is completely removed. Turn the set screw two turns backwards and make sure that the set screw is still engaged in the threads of the nail. - in IFU for znn ti cmn sap doc (section warnings, patient counseling information) it is stated: warnings: - if this device is used in the dynamic locking mode extra care and instruction must be given to the patient to avoid premature load bearing. Premature load bearing could produce shortening or unusual stresses in the nail, which may lead to device failure. - it may be necessary to consider a postoperative treatment course that reduces the stress on the nail system. Full unassisted load bearing should never take place until fracture callus formation is visualized on x-ray. - special precautions are necessary in treating subtrochanteric fractures. This type of fracture is more difficult to reduce and results in unusually strong unbalanced muscle forces, which cause greater stresses to be transmitted to the device. These stresses increase the possibility of implant bending or breakage. Close supervision of the patient is advised to ensure the patient's cooperation until bony union is achieved. Patient counseling information complications and/or failure of implants are more likely to occur in patients with unrealistic functional expectations, heavy patients, physically active patients, and/or with patients who fail to follow through with the required rehabilitation program. Physical activity or trauma can result in loosening, wear, and/or fracture of the implant. The patient must be instructed about all postoperative restrictions, particularly those related to occupational and sports activities, and about the possibility that the implant or its components may wear out, fail or need to be replaced. The implant is not as strong, reliable, or durable as natural, healthy bone, and will fail under normal weight bearing or load bearing in the absence of complete bone healing. Root cause analysis: root cause determination using sap rmw: breakage of implant due to inadequate design of mating components not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to lack of adequate fatigue strength not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to lack of adequate fatigue strength due to anodization not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to general corrosion (crevice, pitting, galvanic) possible, the components were not returned for investigation. However, there is no note in the surgical report of revision mentioning corrosion and in the available metallurgical report no corrosion is noted. Breakage of implant due to the implant therapy is performed not as indicated not possible. The surgical report states that the implantation was due to left subtrochanteric fracture in a is an 82yearold, active female patient. This is according the indication reported in surgical technique. Breakage of implant due to wrong interpretation of xrays templates for dimensions lead to malreduction of the fracture possible, due to the unavailability of preoperative xrays and postoperative xrays, this point cannot be excluded. Breakage of implant due to users select wrong nail diameter,length and/or determine wrong ccd angle possible, due to the unavailability of preoperative xrays and postoperative xrays, this point cannot be excluded. Breakage of implant due to users choose wrong targeting guide/wrong cephalomedullary nail leading to drilling of nail possible, it is unknown which instruments were used during surgery. However, on the available pictures in the metallurgical report, some damage could potentially have been originated from drilling of the nail. Breakage of implant due to users applying not enough force to the connection bolt resulting in nail not assembled securely/ drilling of the nail/ imprecise interaction possible, it is unknown which instruments were used during surgery and how they were used. However, on the available pictures in the metallurgical report, some damage could potentially have been originated from drilling of the nail. Breakage of implant due to users not choose the correct ccd angle targeting guide leading to drilling of the nail possible, it is unknown which instruments were used during surgery and how they were used. However, on the available pictures in the metallurgical report, some damage could potentially have been originated from drilling of the nail. Breakage of implant due to misinterpretation or not consideration of facilitating colorcode leading to improper use/connection of instruments possible, it is unknown which instruments were used during surgery and how they were used. However, on the available pictures in the metallurgical report, some damage could potentially have been originated from drilling of the nail. Breakage of implant due to users overtighten the lag screw in the bone possible, due to the unavailability of postoperative xrays, this point cannot be excluded. Breakage of implant due to users position the lag screw that sliding is not possible, in the groove of the lag screw, there is a slight damage, which could indicate the contact point of the set screw. However, no closeup image is available and it cannot be stated if the set screw was fixed in the groove avoiding sliding or if this mark occurred during implantation. Breakage of implant due to users over tighten the set screw so that sliding is not possible, in the groove of the lag screw, there is a slight damage, which could indicate the contact point of the set screw. However, no closeup image is available and it cannot be stated if the set screw was fixed in the groove avoiding sliding or if this mark occurred during implantation. Breakage of implant due to wrong guide/nail combination chosen (targeting guide & long nail) leading to incorrect targeting and screw insertion possible, it is unknown which instruments were used during surgery and how they were used. However, on the available pictures in the metallurgical report, some damage is visible in the screw holes. Breakage of implant due to improper use/connection of instruments leading to damage of the nail possible, it is unknown which instruments were used during surgery and how they were used. However, on the available pictures in the metallurgical report, some damage can be observed. Breakage of implant due to wrong/incomplete information about limitation and postoperative restriction possible, according to surgical technique it is the responsibility of the surgeon to determine what is the most suitable postoperative care depending on each patient¿s health condition. However, in the surgical report of implantation following is noted: the patient is weightbearing as tolerated with no hip precautions. As according IFU warning section: it may be necessary to consider a postoperative treatment course that reduces the stress on the nail system. Full unassisted load bearing should never take place until fracture callus formation is visualized on xray. And special precautions are necessary in treating subtrochanteric fractures. This type of fracture is more difficult to reduce and results in unusually strong unbalanced muscle forces, which cause greater stresses to be transmitted to the device. These stresses increase the possibility of implant bending or breakage. Close supervision of the patient is advised to ensure the patient's cooperation until bony union is achieved. Breakage of implant due to patient do not follow the postoperative protocol possible, it is unknown if the patient followed postoperative protocol. Therefore, this cannot be excluded. Breakage of implant due to explanted implant is used for new implantation surgery not possible. There is no evidence that an implant was reused. Conclusion: summary updated on apr 15, 2019, upon receiving of the retrievals. It is reported that the patient had a znn nail implanted on feb 22, 2015 due to a subtrochanteric fracture of the left femur. The patient underwent a revision procedure on jun 1, 2015 due to patient due to nail fracture and fairly significant comminution and malalignment of bone. Within revision surgery, allograft bone grafting with morphogenetic protein addition was performed. In the surgical report of implantation, it is also stated that the patient is weightbearing as tolerated with no hip precautions. She will be mobilized out of bed on postoperative day no. 1. A poor image quality scan of an undated xrays is available for review. Xray report dated may 30, 2015 mentions ap and lateral left femur and as history: fall. The findings of the xray report states that there is a fracture of the intramedullary rod with comminuted subtrochanteric fracture of the proximal femur. The available metallurgical report performed by kars allows to see the pictures of the retrieved components. The nail is fractured at the lag screw hole, and some damage from revision surgery is visible on the nail fragments. On the proximal fragment, it can be observed that part of the rim of the lag screw hole on the lateral side seems to have a new surface angulation. In this area, some parallel marks, which are compatible with the signs of a reamer, can be observed. The sem images of this area show the deformations and a secondary crack progressing parallel to the fracture surface . The fracture surface analysis shows a fatigue fracture pattern with beach lines originating from the lateral nail side toward the medial side. The performed visual examination, performed after reception of the retrievals, confirms with the aforementioned metallurgical report from kars. The spiral scratch over the complete length of the lag screw and the deformed tip of the set screw were especially striking, in addition, to the deformations close to the fracture surfaces. The review of the available documentation and the internal documentation highlights following points: the nail was implanted due to subtrochanteric fracture of the proximal femur. In the IFU it is mentioned that special precautions are necessary in treating subtrochanteric fractures as this type of fracture is more difficult to reduce and results in unusually strong unbalanced muscle forces, which cause greater stresses to be transmitted to the device. These stresses increase the possibility of implant bending or breakage. Close supervision of the patient is advised to ensure the patient's cooperation until bony union is achieved. In the surgical report of implantation it is also stated that the patient is weight bearing as tolerated with no hip precautions. In the IFU it is mentioned that full unassisted load bearing should never take place until fracture callus formation is visualized on xray. Xray report dated may 30, 2015 mentions a fall in the history, which is not reported anywhere else. The fracture surface analysis shows a fatigue fracture pattern with beach lines. The rim area of the proximal part close to the fracture surface shows marks, most likely, from a drill. Within this damaged area a secondary crack was found. Further, the lag screw has a spiral scratch line that runs from the thread to the free. In addition, the tip of the set screw is highly deformed. These deformations might have been introduced during removal of the lag screw while the set screw was still tightened. However, the deformation of the set screw tip might have been introduced due to inappropriate positioning of the set screw (not within one of the lag screw's notches) during insertion, which allows movement of the nail and the lag screw. In conclusion, the root cause for the fracture of the nail cannot be determined with certainty. It is possible that the above mentioned factors contributed to the reported event, however it is unknown if and to which extent. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Additional information (lot number of this lag screw) has been received and this case has been re-opened. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. This additional information does not change previous manufacturer's assessment of the case. Zimmer considers this case as closed again. Should any the device and/or additional information become available zimmer will re-evaluate the case and send an amended medical device report. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefor tried several times to receive more information for this case, however is not available. A technical investigation was not possible to perform, as the device was not at hand for investigation. Accordin gto the information received, the device will not be returned by the attorney. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. A concession was found that has no effect on the effectiveness of the product. Conclusion summary: it is reported that the patient had a znn nail implanted on (B)(6), 2015 due to a subtrochanteric fracture of the left femur. The patient underwent a revision procedure on (B)(6), 2015 due to patient due to nail fracture and fairly significant comminution and malalignment of bone. Within revision surgery, allograft bone grafting with morphogenetic protein addition was performed. In the surgical report of implantation it is also stated that the patient is weightbearing as tolerated with no hip precautions. She will be mobilized out of bed on postoperative day no. 1. A poor image quality scan of an undated x-rays is available for review. X-ray report dated (B)(6), 2015 mentions ap and lateral left femur and as "history: fall". The findings of the x-ray report states that there is a fracture of the intramedullary rod with comminuted subtrochanteric fracture of the proximal femur. The available metallurgical report allows to see the pictures of the retrieved components. The nail is fractured at the lag screw hole, and some damage from revision surgery is visible on the nail fragments. On the proximal fragment, it can be observed that part of the rim of the lag screw hole on the lateral side is missing and it seems that a new surface angulation of the lag screw hole is created. In this area, some parallel marks, which are compatible with the signs of a reamer, can be observed where the material is missing. The fracture surface analysis shows a fatigue fracture pattern with beach lines and originating from the lateral nail side toward the medial side. The review of the available documentation and the internal documentation highlights following points: the nail was implanted due to subtrochanteric fracture of the proximal femur. In the IFU it is mentioned that special precautions are necessary in treating subtrochanteric fractures as this type of fracture is more difficult to reduce and results in unusually strong unbalanced muscle forces, which cause greater stresses to be transmitted to the device. These stresses increase the possibility of implant bending or breakage. Close supervision of the patient is advised to ensure the patient's cooperation until bony union is achieved.¿ in the surgical report of implantation it is also stated that the patient is weight bearing as tolerated with no hip precautions. In the IFU it is mentioned that full unassisted load bearing should never take place until fracture callus formation is visualized on x-ray. X-ray report dated may 30, 2015 mentions a fall in the history, which is not reported anywhere else. The fracture surface analysis shows a fatigue fracture pattern with beach lines and originating from the lateral nail side toward the medial side and that at the rim of the lag screw hole on the lateral side some material is missing. This damage could potentially have been originated from drilling of the nail. The root cause for the fracture of the nail cannot be determined with certainty. It is possible that the above mentioned factors contributed to the reported event, however it is unknown if and to which extent. The need for corrective measures is not indicated at this moment and zimmer (B)(4) considers this case as closed. Should supplemental information becomes available that change this assessment, the case would be reopened and an updated report submitted. Zimmer¿s reference number of this file is (B)(4)